Event description:
It was reported that a pta balloon dilatation catheter used during surgery for right arm thrombectomy and graft revision would not deflate. Numerous attempts were made to deflate the balloon, including using different syringes. The physician surgically enlarged the access site and removed the catheter from the patient's arm. The access site was then repaired with suture. The physician attempted to deflate the balloon once removed from the patient but the balloon would not deflate. The patient is reported to be in good condition.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned for evaluation and the investigation is currently underway.